Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. Customer stated problem could not be verified after flow and occlusion tests. Error history log review found a syringe plunger sensor alarm. The root cause of the reported issue was found to be one of the flippers was up when the plunger head was tight against the pump. Looked to be from design, have the plunger head out a little when starting up the pump. Actions were taken to mitigate the reported issue: reset timing plates in the plunger head as a preventative measure.

Event description:
It was reported that the pump had a syringe plunger sensor. No patient injury was reported.